Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had an alert for high out of range impedances greater than 2000 ohms. The system remains in-service, and no further details were known. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had an alert for high out of range impedances greater than 2000 ohms. The system remains in-service, and no further details were known. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced after the patient passed away after metastatic urothelial cell bladder cancer caused multiple organs to fail. This patient death was not related to this event nor related to our device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The header was firmly attached to the case, and all seal plugs were intact and undamaged. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of high pacing impedances.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had an alert for high out of range impedances greater than 2000 ohms. The system remains in-service, and no further details were known. No adverse patient effects were reported.